Event description:
It was reported that the pt had a blocked / damaged spinal catheter. The catheter was replaced and the pt's dose was changed from 5 mg/day of morphine to 2 mg/day of morphine. The date of the revision surgery was not reported. The pt subsequently expired "of unk causes"; date of death was not reported. The pump and catheter were explanted as the family and hcp wanted the pump to be "assessed". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.